Event description:
It was reported that balloon rupture occurred. The 90% stenosed shunt was located in the moderately tortuous and severely calcified vein. A 6.0 x 200, 75cm mustang balloon was advanced for dilation. However, during the first inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning at the distal balloon bond and extending approximately 85mm proximally across the balloon material. A visual and tactile examination found no kinks or damage to the shaft and tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device. This concludes the product analysis.